Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the screw backed out of bottom jaw of the pituitary. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The inferior fixed jaw tip is crack on one side at the pivot pin, with the pin partially backed out. The location of the crack is consistent with overload of the tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.